Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. A product sample was received for evaluation and was forwarded to the supplier for exhaustive analysis. During incoming inspection, no damage or anomalies were observed on the sets. The sample sets were subject to leakage testing, during which no leakage was observed in either set. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was leaking and also showing downstream occlusion alarm. No patient injury was reported.